Manufacturer narrative:
(B)(4). The device was received. Investigation is not completed.

Event description:
Device issue: guide wire core separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the pilot 50 guide wire crossed the lesion in a very tortuous anatomy of the right circumflex (rcx). There was a lot of pushing and torque to cross the lesion. It was noted that the distal end of the pilot 50 did not "respond as good as it did before". The guide wire was pulled back and it was noted to be broken. Nothing was left behind in the pt. Reportedly, there was no pt injury or prolonged treatment. No additional event or pt info is available.